Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the non-erbe electrode was not available for an evaluation.). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: a review of the chronological data revealed conventional bipolar activations and there was no indication of difficulty with the esu.). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely the patient's finger came into contact with the metal table during the procedure which caused the burn/necrosis due hf leakage current flow. However, no conclusive determination could be made as to the cause of the patient's injury. There are warnings in the user manual involving such unintended burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an intraoperative transurethral holmium laser enucleation of the prostate with bipolar hemostasis. The esu was used with a non-erbe instrument (bipolar coagulation electrode from richard wolf, part number: 8623022, lot number information not provided). No information was provided in regards to the unit's settings. Additionally, no issues were reported during the operation. After the procedure (during a postoperative visit), a burn was noticed on the patient's hand (specifically on the right index finger). The skin lesion/necrosis was described as a brown discoloration approximately 1 cm2 in size and a grade ii burn without blistering. No medical intervention, additional surgery, or extended hospital stay was required. No interventional work was necessary to prevent permanent damage.